Event description:
It was reported that the patient experienced a prolonged low blood glucose after announcing a usual meal size but consuming fewer carbohydrates while their glucose was already trending lower; the patient intermittently drank soda over several hours, and no device malfunction was identified, with the issue attributed to user interaction with the ilet system and its user interface. Symptoms included hypoglycemia with diaphoresis and muscle weakness. Outcomes included an event meeting serious injury/illness criteria and the need for oral glucose as an unexpected medical intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure related to meal announcement and carbohydrate intake, associated with the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.